Event description:
The customer reported that when attempting to move a patient out of the gantry using the "home" button, the patient support moved into the gantry 20cm before starting to move in the correct direction. There were no injuries associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
On (B)(6) 2013, (B)(6) hospital in (B)(6), reported that when the patient couch was lowered using the home button, the patient couch moves into the gantry 20cm before it starts to operate for their brilliance 64 slice CT system. The customer informed that this happens only while using the home button, and it is not inhibiting use of the system. The system was not in clinical use at the time the issue was discovered. There was no report of any harm to an operator, patient, or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. The fse determined that the positional and absolute encoders had failed and replaced them. S_mc_device_hor_encoders_not_synced error occurred. After the fse¿s service, the system is working normal. No other occurrences of this malfunction have been reported by the customer after the encoder was replaced. The replacement of the encoders were documented in the service work order. Philips quality analyst informed that the defective encoder CT positional and encoder CT absolute were discarded. The error logs / bug reports were requested, but not available for investigation. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: an extra pld does redundant motion detection and comparison with microprocessor based measurements. Cirs monitors in real time the horizontal table position. The following fault situations shall be avoided by cirs:-no motion while helix or surview scanning; any motion above threshold while multi-rot or continuous scanning; wrong table position of any scan. Wrong table position of any axial scan in a series. Motion in a wrong direction. If any of the above occurs stop the radiation and report an error. Note: the axial scan is checked too. However, if there was a motion, an error message is sent (no radiation turning off)." If position differs more than 10 mm then the planned position, stop the motion activity. Fse replaced encoder CT positional and encoder CT absolute to resolve the issue. The cause of the issue could not be determined based on the information provided as log files and the CT positional and encoder CT absolute were unavailable for further investigation. However, the philips service had determined that there was encoder failure.